Manufacturer narrative:
An event regarding crack/fracture involving an trident driver shaft was reported. The event was confirmed. A visual inspection noted that the device was returned in used condition and flexible shaft was broken from housing end. All the cables at the coiled portion near the housing side of the detachable flex shaft were ruptured and the device broke into two pieces. Material analysis report of the returned device concluded that "fracture consistent with an overload condition." No medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. There has been no other event for the lot referenced. The reported event was confirmed. A visual inspection noted that the flexible shaft was broken from housing end. All the cables at the coiled portion near the housing side of the detachable flex shaft were ruptured and the device broke into two pieces. Furthur examination of the returned device with material analysis engineer indicated fracture consistent with an overload condition. No further investigation is required at this time. If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
As reported: "while drilling for acetabular screws to put in a cup, the drill shaft broke at its base. We had a replacement ready and surgery proceeded without delay".

Manufacturer narrative:
Review of the product history records indicate that the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
As reported: "while drilling for acetabular screws to put in a cup, the drill shaft broke at its base. We had a replacement ready and surgery proceeded without delay".